Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by llower abdomen pain and a slightly opalescent fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with cefazolin (1g, discontinued after 14 days) and gentamicin (40mg, discontinued after 14 days) for peritonitis. At the time of this report, the patient has recovered from the event. Patient hospitalization and action taken with pd therapy were not reported. No additional information is available.